Event description:
It was reported that they revised a 32 metal head and liner out of trident psl cup due to dislocation. Stem and cup stayed, replaced with ceramic biolox head.

Event description:
It was reported that they revised a 32 metal head and liner out of trident psl cup due to dislocation. Stem and cup stayed, replaced with ceramic biolox head.

Manufacturer narrative:
No devices or lot information was provided for review. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.